Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer could not recall what level bg was at the time of the event. Cause was not known. Customer consumed carbohydrates and was transported to the hospital via ambulance and "does not recall" treatment provided at the time of the event. Customer was released from the hospital (B)(6) 2025 with the issue resolved and no permanent damage. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.